Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: quantity involved reported as 4; did 4 sutures had issue during this procedure? Not clear, hospital mentioned an issue with the suture. And will return 4 sales units. One (1) of the sales units will be opened. Did all 4 devices had their needles pulled off during use on patient (suturing)? Na. If no, explain when did the issue occur in each device? Na. How was case completed? Took another same like suture. Lot number. Unknown, will be completed once the boxes have been returned to the loc.

Event description:
It was reported that a patient underwent transplant procedure on (B)(6) 2018 and suture was used. The suture detached from the needle during use. The procedure was completed using a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was reported performance pull off suture needle. Unopened representative samples, a paper lid, an empty foil and empty winding former were received for evaluation. The issue sample was not send. During the visual inspection of the samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. Sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements.